Manufacturer narrative:
There was no patient harm. There were no signs of damage or contamination to the exterior of this customer returned v60 ventilator. This v60 ventilator was tested and it was found that the da to mc board cable was the cause of the reported failure. With the fi test da to mc board cable installed there were no further faults found. Date received by MFR: 07/13/2015.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was in use, but that there was no patient harm.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was in use, but that there wasn't any patient harm .

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.